Manufacturer narrative:
The customer did not return a sample for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be identified. (B)(4).

Event description:
A customer reported that a dull knife blade was experienced during a procedure. In a follow-up, the nurse indicated that the incision was not as precise as the surgeon desired. There was no pt harm.